Manufacturer narrative:
User facility contacted magellan's product support team to report that their leadcare ii blood lead analyzer would no longer power on. The customer indicated the power connection to the analyzer had heated, and will no longer power on. Unit was returned to magellan for evaluation. During investigational testing the unit would no longer power on. Because the customer indicated heating and the result was total power loss, this is being reported because it has the potential for thermal injury. No report of injuries or erroneous results from the user facility. Note: late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on (B)(4) 2017. (B)(4). Customer complaint: (B)(4).

Event description:
User facility contacted magellan's product support team to report that their leadcare ii blood lead analyzer would no longer power on. The customer indicated the power connection to the analyzer had heated, and will no longer power on.